Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8mpeb05a, which gave acceptable performance. All blood readings obtained during in-house testing were properly marked in the meter's memory. The customer's finding of a blood glucose reading of 2 mmol/l being marked as control reading on the contour next meter was verified. However, the issue was not reproduced during the in-house testing and therefore, it was perceived to be an isolated event.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #. This event is related to MDR 1810909-2019-00376.

Event description:
The customer from (B)(6) reported that she performed a blood glucose test and obtained a reading of 2 mmol/l on her contour next meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.